Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe¿ with needle had a blackened stopper. This was found with 100 syringes before use. The following information was provided by the initial reporter, translated from chinese: "the dealer reported on behalf of the hospital's equipment department manager, saying that there was a box of 100 products. When opening the package, it was found that the rubber stopper had turned black, and some products had been used by patients, but the specific quantity could not be provided."

Event description:
It was reported that the bd syringe¿ with needle had a blackened stopper. This was found with 100 syringes before use. The following information was provided by the initial reporter, translated from chinese: "the dealer reported on behalf of the hospital's equipment department manager, saying that there was a box of 100 products. When opening the package, it was found that the rubber stopper had turned black, and some products had been used by patients, but the specific quantity could not be provided."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301940 and lot number 2108291. The review determined that all production and quality processes were carried out normally with no quality notifications or non-conformances identified. As no samples were available, twenty retained samples were obtained for evaluation; however, no signs of defect were observed. Per the provided feedback, the customer claims that the product has a black rubber stopper. This is not possible, as the discardit product reported (material 301940) does not have a rubber stopper at all. No defect could be identified with this report. If additional details become available, they may provide clarification on the true issue and/or product involved.